Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. Insulin pump received with cracked battery tube threads. No battery cap received with insulin pump. Unable to verify battery cap anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin alarmed a failed battery test when they inserted a new battery. They tried different batteries but they would still get the error. The device had a blank display. The customer¿s blood glucose level was 145 mg/dl. The customer was assisted with troubleshooting. They were unable to open battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.